Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one month following the implant of this bioprosthetic valve, the patient died. The cause of death was not received. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.